Event description:
The customer was in coma for low bgs in the emergency room. The customer stated that the basal rates were misprogrammed. The alarm history showed a no delivery alarm after the hospitalization. The customer was disconnected from the pump. Assisted to program the pump. A replacement pump was requested.